Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample that was tested on with different instruments. The customer used cobas 6000 e 601 module serial number (B)(4). Controls were within specification for all tests. The field service representative changed the ft3 reagent cassette, ran a new calibration, and ran controls for all three assays. The patient sample was then repeated on (B)(6) 2016. Refer to the attachment to the medwatch for all patient data. This medwatch is for the elecsys tsh assay. Refer to the medwatchs with patient identifiers (B)(6) for the other assays involved. The results were reported to the physician. The patient was not adversely affected.

Manufacturer narrative:
Based on investigation and testing of the patient sample, a specific root cause could not be determined. Results generated from assays from different manufacturers can vary due to the overall setups of the assays, the antibodies used, and the standardization methodology used.